Event description:
Following the procedure, a blood clot was noted on the tip of the catheter. There were no adverse consequences for the patient.

Manufacturer narrative:
One uni-directional, curve j, tacticath sensor enabled contact force ablation catheter was received for evaluation. A blood-like substance was noted at the distal tip of the catheter. The device met specifications during temperature testing, occlusion testing, and leak testing. In addition, electrode 1 and the tip thermocouple met specifications during electrical testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported blood clot remains unknown.

Event description:
Following the procedure, a blood clot was noted on the tip of the catheter. There were no adverse consequences for the patient. The baseline impedance was around 100 ohms prior to ablation. Heparin as anticoagulation therapy. The catheter was in smooth tissue in the left atrium but probably in trabeculated tissue in the mitral and the cavo-tricuspid isthmus.